Event description:
A report was received that the patient experienced inadequate stimulation, paresthesia, in both legs. The patient underwent a procedure to add to implant an additional lead to the existing system. The patient is covering as expected following the procedure.